Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the set screw came out of the device during an initial implant procedure. Initially, the screw would engage while tightening the lead terminal pin and then it popped out of the header when the physician attempted to manipulate the set screw. Device was not used. Patient¿s condition was stable throughout the event.

Manufacturer narrative:
The reported event of set screw anomaly could not be confirmed. The atrial and right ventricular set screws were not returned, so no analysis could be performed on them. Using laboratory set screws, a torque driver was able to engage all set screws normally, and all set screws were able to secure and release test leads normally.